Event description:
It was reported that the patient went into a coma 7-8 years ago and had the pump removed. At that time, the pump was used to deliver morphine. There was no further information provided. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0056599r, implanted: (B)(6) 2001, product type: catheter. (B)(4).